Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that a pin from the installed hard paddles assembly had broken off and become lodged in the device's therapy connector. Physio-control provided the biomedical engineer with technical assistance. It was later confirmed by the biomedical engineer that they will replace the device's therapy connector assembly, as well as the hard paddles assembly. After observing proper device operation through functional and performance testing the unit will be placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not charge when prompted. The biomedical engineer went on further to advise that she pressed the charge button on the device itself and that a set of hard paddles were connected. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: the customer, a biomedical engineer, contacted physio-control to report that their device would not charge when prompted. The biomedical engineer went on further to advise that she pressed the charge button on the device itself and that a set of hard paddles were connected. There was no patient use associated with the reported event. The initial medwatch report should indicate: the customer, a biomedical engineer, contacted physio-control to report that when pressing the charge button on a hard paddles assembly used with their device, that the device would not charge in order to shock. The biomedical engineer advised that the charge button on the device itself could be pressed and the device would charge. The biomedical engineer further inspected the hard paddles assembly and the device and found that a connector pin from the hard paddles assembly had broken off and become lodged in the device's therapy connector assembly. This could delay, or prevent, defibrillation from being delivered if it were necessary because a different set of hard paddles could not be plugged into the device as a result of the broken pin being lodged in the connector. There was no patient use associated with reported event.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when pressing the charge button on a hard paddles assembly used with their device, that the device would not charge in order to shock. The biomedical engineer advised that the charge button on the device itself could be pressed and the device would charge. The biomedical engineer further inspected the hard paddles assembly and the device and found that a connector pin from the hard paddles assembly had broken off and become lodged in the device's therapy connector assembly. This could delay, or prevent, defibrillation from being delivered if it were necessary because a different set of hard paddles could not be plugged into the device as a result of the broken pin being lodged in the connector. There was no patient use associated with reported event.